Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the two severely angulated, fibrocalcific, s- shaped proximal circumflex artery. The lesion contained 2 unspecified degree bends. An unspecified size nc quantum balloon catheter was advanced and predilated the lesion numerous times. Then a 3.50mm x 16mm promus premier stent was advanced but was not able to cross the lesion. An unspecified size choice pt extra support guide wire and another non bsc guide wire were used for buddy wire technique however the stent still would not cross the lesion. As the device was pulled back into the 6f edu 3.75 non bsc guide catheter, the stent was dislodged. The stent successfully retrieved using a snare. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: approximately 60 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).